Manufacturer narrative:
The device was received with the needle separated from the microtip. Both the needle and the nose cone were bent indicating side load forces had been applied. No other damage or defect was noted on initial inspection. Due to the needle being separated from the horn, functional testing could not be performed. Disassembly of the microtip found that the needle had broken off the horn and braze joint which is the highest stress point along the needle. Due to the fact that the needle and case nose were both bent, it is suspected that side load forces were applied to the needle causing it to bend and subsequently break off at the highest stress point. The premature needle failure is attributed to improper technique. There was no indication of off-label use or use on hard tissue. Per the information from the contact, there was no injury or complication to the patient caused by the failure. A second microtip was used to complete the procedure.

Event description:
Per the information provided, during a procedure the needle of the microtip broke off in the patient. It was at the entry point of the incision and was removed by the doctor. Another microtip was used to complete the procedure.